Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no reported adverse impact to the customer¿s blood glucose level. Technical support advised the customer on different techniques to improve button responsiveness. The customer continued to use the pump for insulin therapy.